Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 2249697-2016-03291 (stryker reference (B)(4) ). When available, investigation results will be submitted under MFR. Report # 2249697-2016-03291.

Event description:
The 44 v-40 metal head had worn down the trunnion on the accolade #5. The stem was removed and a mod/cone/conical replaced the accolade stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The 44 v-40 metal head had worn down the trunnion on the accolade #5. The stem was removed and a mod/cone/conical replaced the accolade stem.